Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: surgeon has issues using the cerclage passer set which is a part of the minimally invasive plate osteosynthesis (mipo) instrumentation. Reportedly, it is not easy to use the cerclage passer while operating because of soft tissue and technique. The tips of the cerclage passer do not match when used after 2-3 cases. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.